Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in november 2009 and performed to specification up to 12th november 2012. The device failed multiple self-tests due to a low battery between november 2012 and january 2013. An increase in voltage then suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded between the 31st august 2015 and the last log entry on the 3rd september 2015. An increase in voltage during this time suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane.the fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted.the pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.